Event description:
It was reported by the facility biomed that the respiratory therapist alerted him that during the power on self-test (post) the ventilator stayed on startup screen and did not move. Also, present was the error code (ec) 1108 check vent: machine pressure sensor auto zero failed. The issue was identified outside of clinical use and no reports of patient or user harm or injury. The customer stated that replacing the solenoids has not corrected the issue with auto zero and will be replacing the data acquisition board. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Based on new information received, the reported issue was confirmed. Replacement of the data acquisition board has resolved the autozero failure.